Event description:
The manufacturer service technician reported that there was a broken bur piece found in the drill during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.